Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem resets. The cause for the failure was isolated to internally shorted q1 current-controlling transistor and u13 8-bit cmos flash micro-controller components on the bedside board. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that it resets.